Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that, after a medial malleolus fracture fixation performed on (B)(6) 2016 using headless compression screws. The patient underwent revision surgery due to symptomatic hardware. Patient achieved bone union at month 3. Patient had an excellent outcome, high satisfaction, no pain, and returned to work. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf)], additional information is not known, and it is not possible to collect it, we do not have the opportunity to revisit negative feedback to retrieve further information.

Manufacturer narrative:
H3, h6. Given the nature of the alleged incident, the device, could not be returned for evaluation. The clinical/medical investigation concluded that, per the complaint details, a revision was performed due to symptomatic hardware some time after a 2016 medial malleolus fracture fixation with headless compression screw implantation. Reportedly, the patient achieved bone union at month 3 and had an excellent outcome, high satisfaction, no pain, and returned to work. The data shows there was radiographic confirmation of treatment outcome. This information was provided from data collection activity associated with a retrospective post-market clinical follow up activity; therefore, no further details are available at this time. Without the requested patient specific documentation, no contributing clinical factors could be definitively concluded. The patient impact beyond the reported symptomatic hardware and subsequent revision cannot be determined. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H11: corrected information in h6 (health effect - clinical code).